Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, broken battery tube threads, cracked endcap, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime due to cracked end cap. No compromised force sensor system alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 291 mg/dl at the time of incident. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's mother stated that the insulin pump was dropped. The customer's mother stated that the drive support cap appeared normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.